Manufacturer narrative:
One 4mm tip, medium curl, safire ablation catheter was received for evaluation. The results of the investigation concluded that electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remain unknown.

Event description:
Related manufacturing ref: 2182269-2021-00096. During an atrioventricular nodal reentrant tachycardia (avnrt) slow pathway ablation procedure, noise was noted on the catheter. The cables, amplifier and catheter were exchanged with no resolution. Another catheter was used to complete the procedure with no consequences to the patient.